Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. Device evaluation of the pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump port. The outflow bend relief was detached from the remaining outflow hardware. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus on the distal side of the inlet stator. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined. No related issues were reported during device support. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a routine heart transplant on 28apr2018. During the investigation of the returned pump, thrombus was discovered.